Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), an attempt was made to wean the patient off of the cardiopulmonary bypass machine. Once the patient reached a point 1.5 l to 2.0 l of flow, the patient was hemodynamically unstable and cpb flows were attempted to be increased. There was an inability to increase the flow. The perfusionist stated blood flow was not able to be increased and that an obstruction to flow was suspected in a flexible venous reservoir (not a terumo product). Cardiovascular clinical team observed clots in this reservoir. The flexible venous reservoir was changed out, but higher cpb blood flows were still not able to be generated. Other circuit components were changed out and this included the sarns conducer cardioplegia kit. There was no indication that the system-1 and/or sarns centrifugal pump head was changed out. Even after change out of other components, cpb flows were compromised and the patient continued to deteriorate.

Manufacturer narrative:
It is unknown at this time if there was a product problem and if any product problem contributed to this event.